Manufacturer narrative:
Additional components: model/catalog numbers: reservoir 65ml. Model number: 72400152. Batch/lot number: 707559004. Model/catalog number: pump cxm. Model number: 72401110. Batch/lot number: 708841005.

Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced due to fluid loss. Further information was requested and not yet received.

Manufacturer narrative:
Additional components: model/catalog numbers: reservoir 65ml, model number: 72400152, batch/lot number: 707559004; model/catalog number: pump cxm, model number: 72401110, batch/lot number: 708841005.

Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced due to fluid loss. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.